Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and ams miniarc sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This medwatch is being resubmitted as requested by esg due to connectivity issue on (B)(4) 2014. The patient underwent mesh implantation in order to treat pelvic organ prolapsed. It was reported that the patient underwent the concurrent procedures of anterior and posterior repair during mesh implantation. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, dyspareunia, organ perforation and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to eroded vaginal mesh and genuine stress incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with anterior & posterior repair. No additional information was provided.